Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the vt was not determined. D.4 revised unique identifier (UDI) # from the initial submission of manufacture device report number 1220648-2023-02814 as it was previously entered incorrectly. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2023-02814 in accordance with updated procedures. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2023-02814 was submitted. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report 1220648-2023-02814 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old female patient went into ventricular tachycardia (vt) upon crossing the atrioventricular (av) valve with the impella 5.5. This was treated by cardioverting with a shock of 200 joules. Cardioverted successfully and patient back into normal sinus rhythm (nsr). The 5.5 pump remained on for support with the 5.5 for 5 days til family choice was made to explant and provide palliative care only.